Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmissions. The implantable cardioverter defibrillator was observed to be far field r-wave oversensing on the atrial lead via stored electrograms. The patient did not receive therapy during the oversensing. Programming changes were performed.